Manufacturer narrative:
(B)(4) date sent: 2/3/2016. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Additional information requested and received: what were the indications for surgery? The patient was diagnosed as chronic atrophic gastritis and gastric poorly differentiated carcinoma. Was buttressing material used? It was reported no. What structure was the device being fired on? The device was fired on the duodenum. What troubleshooting steps were done to open device? What led to the closure trigger breaking? It was reported that the surgeon did not slide down the reverse button. He tried to open the device by compressing the release button and push the closure trigger to separate it from the handling trigger. That¿s why the closure trigger broke. That means, without the reverse button slide down, the surgeon tried to open the jaws by separating the closure trigger to open position and the closure trigger broke down. Were clips used in the surgical procedure? It was not reported. What is the current patient status? The patient is in stable condition now. The post-op health care did not change due to this complaint. The analysis found that one ec60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, the firing mechanism in the return stroke with the knife not fully back. Additionally the closing trigger was returned broken. One ecr60b cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples and damage on the cartridge deck and some drivers. The damage to the cartridge is consistent with the device being clamped over a hard object. Furthermore a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The clip was removed and the knife was fully returned by completing the return stroke. No further functional testing could be performed due to the condition of the device.

Event description:
It was reported that during a radical gastrectomy procedure, the device could not fire on the second stroke of the first firing. The surgeon could not open the jaws and had to convert the surgery to open. Then the surgeon performed an anastomosis parallel to the ec60a under complaint whose jaws were still closed. So the device was able to be removed, with tissue in its jaws. During the process the surgeon tried to open the jaws, the closure trigger broke down. It would be returned with the device. The patient is in stable condition now.